Event description:
It was reported that during an unknown procedure, the staples were unformed. No patient consequences were reported

Manufacturer narrative:
Date sent: 06/28/2007. Information is unavailable; device was not returned for evaluation.